Event description:
Pt reports they had a heart catherization & some blood work done last week; results unknown. Pt and advised pt to change. Pt reports when they removed the bad site, remodulin came out & pt wasn't feeling well (no details provided]. Pt also reports that the pump they were using at that time serial number (B)(4) was due for maintenance 11/2022. Pt stated they were uncomfortable using that pump & switched to their back up pump to successfully continue infusion. Unknown if md aware. Pharmacy is replacing pump. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Subq remodulin ms3 pt. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual product available for investigation? Yes. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Yes, was the patient able to successfully continue their therapy? Yes. Reported to (B)(6) by: patient/caregiver.